Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with calibration flow error. The customer reported no patient involvement.

Manufacturer narrative:
The manufacturers field service engineer (fse) duplicated the complaint. The fse provided the customer a repair quote. The customer did not approve the repair. No parts replaced.

Event description:
The customer reported that the ventilator alarmed with calibration flow error. The customer reported no patient involvement.